Event description:
On (B)(6) 2014, nsk america received a repair request for 3 handpieces of the same model that indicated that patient(s) may have been burned by the subject handpiece. The handpieces were forwarded to the manufacturer for testing and analysis on 12/02/2014. Letter requesting additional info regarding the event have been sent to the dentist by traceable means on 12/02/2014 (delivery confirmed on 12/08/2014) and 12/22/2014 (delivery confirmed 12/26/2014). As of this report no additional info has been received.